Event description:
It was reported, that this pacemaker exhibited oversensing of noise on the right ventricular (rv) channel. Resulting in storage of two non-sustained ventricular tachycardia (nsvt) episodes. A signal artifact monitor (sam) episode was triggered as a result. And disabled the minute ventilation (mv) feature. Review of the stored electrograms (egms) noted, no pacing inhibition or pauses in the patient's rhythm. And all lead measurements were noted, to be stable and within normal limits. The noise was suspected to be external in nature. Technical services (ts) recommended further review to the physician. No further assistance was requested. No adverse patient effects were reported. This device remains in service.